Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: deice history review found the product met specifications when released for distribution. Conclusion: cause of event related to patient condition. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were stiff except along the free margin and lunula of all cusps where host tissue did not extend on the inflow or outflow. A large tear in the right cusp adjacent to the right non-coronary commissure appeared to be due to host tissue adherence resulting with restricted leaflet movement but possibly increased in size during explant. A large tear was noted in the right cusp of the right non-coronary commissure. Glistening off-white pannus lined the inflow margin of attachment of all cusps, into all inferior coaptive areas and 1 to 8 mm onto all cusps significantly reducing the inflow orifice area. Remnants of pannus remained attached to the sewing ring on the outflow adjacent to the right and non-coronary cusps, to all stent posts, extending to the right non-coronary and non-coronary left commissural areas, covering most of the non-coronary cusp on the outflow resulting with restricted leaflet movement. Pannus on the outflow of the non-coronary cusp partially covered the right non-coronary and non-coronary left commissures resulting with restricted leaflet movement. A cluster of tan thrombotic host tissue was observed on the outflow of the right cusp adjacent to the right non-coronary commissural area. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that this bioprosthetic valve, implanted two years, was explanted due to severe mitral stenosis and regurgitation, confirmed by echocardiogram. There were no adverse patient effects.